Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter was destroyed and disposed of according to biohazard instructions it was not known why. It was inquired to the site to confirm that the catheter lot number that was provided was correct. A reply from the site reported that it was a copy/paste from the database where all lot numbers are reassembled from all the implants that are done and that there was no further information to provide. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: 008699253, implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: unknown, UDI #: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a clinical study regarding a patient in (B)(6) who received lioresal via an implantable pump. The indication for use was not provided. It was reported that the patient experienced a clinical diagnosis of increased fatigue and paresthesia. Since about 14 days, the patient experienced diffuse tingling in the whole body (parasthesia) and there was also general weakness with an increase in spasms in the legs. The patient was last programmed on (B)(6) 2018. It was also reported that an unscheduled clinic visit occurred in which medical or non-surgical intervention occurred on (B)(6) 2018 which included a pump interrogation and no problems were noted in the logs. Also on this date, lioresal 10 mg x 3 days was reported. The patient tried peroral baclofen but it did not help. A sideport aspiration was performed on (B)(6) 2018 and the fluid was sent for cytology and culture. The cytosis was normal and the culture showed no abnormalities. Afterwards, a priming bolus occurred with report of no abnormalities. On (B)(6) 2018 the device was reprogrammed and uploaded to increase the dose with 10%. The etiology indicated the event was initially reported to be possibly related to the device, pump, or therapy but not related to implant procedure. Further information reported that the event etiology was possibly related to the pump "programming/refill". It was further reported that the reported symptoms in the event were assessed as possibly device/therapy related. No further information if these were associated/related to the patient's underlying condition or change in underlying condition. It was reported that the cause of the reported symptoms was never determined and that no further action was to be taken. Additional information received on 2019-apr-30 reported that an magnetic resonance imaging (MRI) without contrast was performed on (B)(6) 2018 and no catheter was really seen on "mr", therefore, prof. (B)(6) proposed a revision of the catheter with entrance on another level. It was inquired if there was a catheter migration and information received form the hcp reported that it was not confirmed. Catheter revision was performed on (B)(6) 2019. It was reported that the event resolved without sequelae (B)(6) 2019. No further complications were reported/anticipated.